Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and an absorbable hemostat was used. The patient experienced elevated temperature and pain. An abdominal CT scan was performed and indicated an abscess according to radiology. Cultures were obtained and were positive for patient flora. Additional information was requested.